Manufacturer narrative:
Philips has investigated this complaint. The wireless footswitch works together with a base station and must be of the same generation software. The philips service engineer ordered a new wireless footswitch to solve a charger issue. During installation of the wireless footswitch, it did not connect to the base station because the base station was from a previous generation software and was not compatible with the new wireless footswitch. There are currently no base stations available for replacement due to an ongoing field safety corrective action (2021-igt-bst-020). The customer currently uses the wired footswitch. Updated codes based on investigation.

Event description:
It has been reported to philips that wireless footswitch has a connection issue. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.